Event description:
It was reported that the right ventricular (rv) lead was fractured and had high impedance on the rv coil. Noise was also noted on the electrogram and review of the rv coil impedance trend showed measurements of greater than 200 ohms and as low as 78 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed an superior vena cava (svc) lead impedance warning on 2014-08-22 for high impedance and the svc impedance trend was varying.